Event description:
Customer reported that they changed out everything and the insulin pump continuously alarms no delivery during the manual prime and bolus. Customer's blood glucose reading at the time of the call was 250 mg/dl and has treated manually. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The pump had a cracked case at the display window corners, minor scratches and a cracked display window.